Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited a low out of range pacing impedance measurement less than 200 ohms. Subsequent pacing impedance measurements were noted to be within normal limits. Additionally, noise and oversensing was observed on the ra and non-boston scientific right ventricular (rv) lead. Noise response pacing was programmed on, so no pacing inhibition occurred as a result of the oversensing. The noise was suspected to be related to potential myopotentials. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited a low out of range pacing impedance measurement less than 200 ohms. Subsequent pacing impedance measurements were noted to be within normal limits. Additionally, noise and oversensing was observed on the ra and non-boston scientific right ventricular (rv) lead. Noise response pacing was programmed on, so no pacing inhibition occurred as a result of the oversensing. The noise was suspected to be related to potential myopotentials. This device remains in service. No adverse patient effects were reported. Additional information was received explaining that insulation damage is being suspected and that there are variable high within range pacing impedance measurements being exhibited on the ra channel.

Manufacturer narrative:
Amendment additional information was received detailing that a right atrial lead fracture was confirmed to be the root cause of the issue and it was decided to explant and replace the lead. This device remains in service. Therefore, this device did not exhibit a product malfunction. Ghs.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited a low out of range pacing impedance measurement less than 200 ohms. Subsequent pacing impedance measurements were noted to be within normal limits. Additionally, noise and oversensing was observed on the ra and non-boston scientific right ventricular (rv) lead. Noise response pacing was programmed on, so no pacing inhibition occurred as a result of the oversensing. The noise was suspected to be related to potential myopotentials. This device remains in service. No adverse patient effects were reported. Additional information was received explaining that insulation damage is being suspected and that there are variable high within range pacing impedance measurements being exhibited on the ra channel. Additional information was received detailing that a ra lead fracture was confirmed to be the root cause of the issue and it was decided to explant and replace the lead.